Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit did not have a button error alarm during testing. The unit had a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer's blood glucose level was unknown. The customer's insulin pump went into threshold suspend and was unable to treat, so he reverted to manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.